Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 1000 mcg/ml at 250 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient experienced withdrawal symptoms during normal use. It was reported that there were no pump alarms. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the doctors made a refill, confirmation of the pump scheduling, etc. And everything was done. It was noted that they checked that the catheter was correct with contrast and that the catheter was perfect. It was reported that a pump replacement was performed and after the replacement the patient is much better. It was noted that the doctors have confirmed that what was wrong was the "bomb". It was reported that the issue was resolved at the time of this report. The patient status was reported as alive-no injury. No further complications were reported and/or anticipated. Additional information was received. It was reported that the "bomb" refers to the pump 8637. It was reported that there wasn't any additional problem. The catheter was found to be correct and when replacing the pump the patient improved. For these reasons the doctors confirmed that what was not working well was the pump. It was reported that the patient experienced withdrawal symptoms during normal use. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomalies. If information is provided in the future, a supplemental report will be issued.